Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image disappearing when angulate bending section. There were no reports of patient or user harm associated with this event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as material problems like degradation or inappropriate material or an environmental problem like temperature, dust or dirt, or humidity. These causes can occur between components such as circuit board, connector/coupler, electrical cable, electrical and magnetic, mechanical/structural cable, imager, lenses, optical fiber, handpiece, tip, mesh and marker without any design or manufacturing issue that could lead to image defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.